Event description:
An impella cp device was inserted into the left femoral artery in a 82-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left anterior descending (lad) artery. Prior to impella placement patient, the patient had a right femoral intra-aortic balloon pump (iabp). The iabp was removed and a right femoral sheath maintained. The patient had a right femoral hematoma was expanding to the left femoral. There was minimal bleeding from the left femoral impella site. The left femoral hematoma was likely from the right side rather than the impella given the right sheath dressing was saturated and changed multiple times. One unit packed red blood cells (prbcs) was given. A femstop was also placed to the groin. After two days on support, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.8 l/min as intended with d5w sodium bicarbonate in the purge solution. Bleeding (hematoma)can be attributed to the large-bore access cannulas.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.